Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "discomfort, firmness" and capsular contracture (baker grade iii). Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: weight within specifications, crease fold, white particles and deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "discomfort, firmness" and capsular contracture (baker grade iii). Device has been explanted.